Manufacturer narrative:
No patient information provided.

Event description:
During a study, the caller states, the following coaguchek xs/lab results were obtained. Patient 1: 4.2 inr/3.2 inr. Patient 2: 3.7 inr/2.8 inr.no action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.

Event description:
During a study, the caller states the following coaguchek xs/lab results were obtained. Patient 2: 3.7 inr/2.8 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.